Event description:
It was reported that during generator replacement surgery high lead impedance was obtained. It was reported that a new generator was implanted and the patient was closed up with plans to replacement the lead at a later time. The physician assistant reported that the high impedance was first obtained on (B)(4) 2013 and that the patient's device was programmed off when the high impedance was observed. There was no patient manipulation or trauma that occurred that is believed to have caused or contributed to the high impedance. It was reported that x-rays were taken and "were normal." The patient later underwent generator and lead replacement on (B)(6) 2013. Attempts to have the explanted devices returned for analysis were made, but the explanting facility was unable to locate the explanted devices. It is believed that the devices were discarded.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.